Manufacturer narrative:
The actual device was returned to the manufacture for physical evaluation. The device was visually inspected, tested, and had simulated use testing. No failures were detected. The device operated according to specifications. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Post market clinical has reviewed provided medical records. Based on the information it appears that on (B)(6) 2015, the patient was seen by the surgeon for an obstructed peritoneal dialysis catheter. The patient was diagnosed with infection and inflammatory reaction due to peritoneal dialysis catheter. Patient was scheduled to have a surgical repositioning of the catheter on (B)(6) 2015. Medical records from (B)(6) 2015 show the patient had procedure done. On (B)(6) 2015, patient was again seen by the surgeon for outflow issues. The surgeon planned a laparoscopic replacement and reposition of the peritoneal dialysis with partial omentectomy to prevent further catheter outflow obstruction. Patient consented to this procedure. Medical records do not confirm if this procedure was completed. According to the peritoneal dialysis registered nurse (pdrn), the patient is currently on hemodialysis as his catheter was the source of the problems. The patient had his first catheter moved twice by his surgeon as his catheter migrates and he has omentum clogging it. The pdrn further states that the patient had another catheter placed and it had a similar issue. Pdrn stated the patient had just had it repaired again because it migrated up to his liver and the surgeon removed omentum to better facilitate its placement. Pdrn confirmed the patient was on hemodialysis and would like to resume peritoneal dialysis. Medical records do not indicate that there was a causal relationship between the patient's liberty cycler and his peritoneal dialysis catheter obstruction. The medical records reveal that the patient developed an infection and inflammation from the peritoneal dialysis catheter due to the catheter tip riding high into the mid quadrant of the abdomen. The peritoneal dialysis catheter is not a fresenius manufactured product.

Event description:
Additional information: patient is a (B)(6) male patient who was seen by a surgeon on (B)(6) 2015 and diagnosed with an infection and inflammatory reaction due to his peritoneal dialysis catheter. Physician discussed a laparoscopic release and reposition of the peritoneal dialysis that was scheduled on (B)(6) 2015. The patient had the procedure done for outflow obstruction of his catheter due to omental wrapping. However, he began having outflow problems, again. On (B)(6) 2015, the patient was seen by the surgeon again and diagnosed with an infection and inflammatory reaction due to his peritoneal dialysis catheter. Physician discussed plan for laparoscopic replacement and reposition of the peritoneal dialysis with partial omenectomy to prevent further catheter outflow obstruction. Patient consented to this procedure.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that he had contacted her and alleged that his pd cycler caused blockages in his pd catheter. The patient needed to have omentum removed due to it clogging his catheter during drain phases of treatment. During follow up the patient's pd nurse reported the patient is currently on hemodialysis. The patient had his first catheter moved twice by his surgeon as his catheter migrates and he has omentum clogging it. He had another catheter placed and it had a similar issue. He has had it repaired again as it migrated up to his liver and the surgeon removed omentum to better facilitate its placement. The pd nurse reports that the patient is still on hemodialysis but would like to return to pd. Medical records have been requested.